Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, d4, g1, g3, g6, h2, h4, h6, h11. D4: lot number the lot number initially provided was incorrect. Lot number could not be confirmed from the contact. Therefore, the lot number needs updated to unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: country event occurred in: poland. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery that the drill bit fractured and was retained by the patient. There was harm to the patient as the tip of the drill was retained by the patient and resulted in the patient being prescribed prolonged antibiotic therapy and put on observation. There was no report of a delay. The procedure was completed. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: the following lot combinations were discovered from the end-level lots associated with lot#: 91501484: item: 211201505, lot: 926820. UDI: (B)(4). Expiration date: 2026-02-01. Man date: 2016-02-01. Item: 211201505, lot: 823250. UDI: (B)(4). Expiration date: 2026-01-22. Man date: 2016-01-22. Item: 211201505, lot: 769660. UDI: (B)(4). Expiration date: 2026-01-28. Man date: 2016-01-28. Item: 211201505, lot: 734200. UDI: (B)(4). Expiration date: 2026-01-18. Man date: 2016-01-18. Item: 211201505, lot: 620780. UDI: (B)(4). Expiration date: 2026-01-06. Man date: 2016-01-06. Item: 211201505, lot: 507610. UDI: (B)(4). Expiration date: 2026-01-03. Man date: 2016-01-03. Item: 211201505, lot: 475730. UDI: (B)(4). Expiration date: 2025-12-18. Man date: 2015-12-18. Item: 211201505, lot: 385540. UDI: (B)(4). Expiration date: 2025-12-17. Man date: 2015-12-17. Item: 211201505, lot: 341270. UDI: (B)(4). Expiration date: 2025-12-12. Man date: 2015-12-12. Item: 211201505, lot: 341290. UDI: (B)(4). Expiration date: 2025-12-14. Man date: 2015-12-14. Item: 211201505, lot: 341220. UDI: (B)(4). Expiration date: 2025-12-10. Man date: 2015-12-10. Item: 211201505, lot: 341800. UDI: (B)(4). Expiration date: 2025-12-08. Man date: 2015-12-08. Item: 211201505, lot: 341840. UDI: (B)(4). Expiration date: 2025-12-14. Man date: 2015-12-14. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The following sections were updated: b4, b5, g3, g6, h2, h6, h11 h6 component codes: proposed annex g code: mechanical (g04) - drill review of the device history record(s) identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item, and no additional complaints for the reported part and lot combinations. Complaints are monitored through a monthly review to identify potential adverse trends. The root cause is unchanged. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.